Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number is unknown. This report will be updated should additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that during a revision surgery for a broken (left l5) pedicle screw, the surgeon also found that a set screw (at a different site on the left side of the construct) had loosened post-operatively. This report is for the set screw. The broken pedicle screw can be found on medwatch report number, 1833824-2020-00025.